Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 are being filed under separate medwatch reports.na

Event description:
This is being filed to report post procedure, a single device attachment occurred, recurrent mitral regurgitation requiring additional procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Three clips (cds0601-xtr, (B)(4), cds0601-xtr, (B)(4), cds0601-xtr, (B)(4)) were implanted reducing mr to 2. On (B)(6) 2019, during outpatient evaluation, the patient complaint of increase shortness of breath and fatigue. A control echocardiogram was performed, which found that the middle clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, second procedure performed to treat slda and increased mr of 4. The clip delivery system (cds) was advanced to the mitral valve and placed, but the clip was unable to reduce mr satisfactory. Multiple attempts to were made re-positioning the clip to reduce mr but was unsuccessful. It was decided to remove the clip and while removing the clip, the clip interacted with one of the implanted clips and caused an slda. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, the cds was removed with mr remaining at 4. The patient was sent for mitral valve replacement the same day. The next day, (B)(6) 2019, the patient died due to heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any lot specific quality issue from these lots. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. However, the reported dyspnea, fatigue and mitral regurgitation (mr) appears to be the cascading effect of the slda. The reported patient effect of worsening mitral regurgitation, fatigue and dyspnea as listed in the mitraclip system instructions for use (IFU), are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: outcomes attributed to adverse event: add disability. Type of reportable event: change from death to serious injury.